Manufacturer narrative:
The event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's device was turned off due to emi interference with radiation therapy. The patient stated they had to go through chemotherapy and radiation therapy that made them sick. The patient confirmed this was unrelated to their device or therapy. The patient stated their heart rate was going up and they could not get a reading, because it was interfering with the machine. The patient stated that was the last time they used their device. The patient stated they saw a power-on-reset (por) message while they were trying to recharge. The patient stated he knew his therapy had turned off, because he could not feel stimulation anymore. The patient stated they were abel to successfully charge but could not get stimulation to turn back on. The patient stated they usually charged the device once a week, but they forgot to charge due to being sick from the chemotherapy/radiation therapy. The patient stated his device 'actually works and helps with my pain." The steps to clear the por with the patient programmer were reviewed with the patient over the call, and the patient was able to successfully clear the por. The patient stated they saw the lightning bolt, felt stimulation, and therapy was adequate. No further complications were reported/anticipated.